Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that he gets excellent recharge quality throughout the duration of recharging and stated that he begins recharging his ins at the same battery level each time, when the ins battery is at low. Patient mentioned that he let his ins "go completely dead" to see if it would help "reset" and resolve the issue, but issue still persist. Patient also reported that his controller "keeps shutting off my implant." Patient further clarified that his stimulation is turning off by itself. Patient noticed stimulation have been turned off because he would be hurting and stated that when stim is off it feels like he's been hit in the genital area. Patient said when he feels this way, he checks the status of his therapy with his controller and his controller shows stim is turned off. Patient thinks controller is causing his stim to turn off by itself. Pss reviewed therapy/external equipment theory and usage, redirected patient to follow up with his healthcare provider to check ins. No further complications were report/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: nlh043501n, product type: accessory. Product ID: 97755, lot#: nlf050984n, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that both of patient's ins and controller are taking longer to charge; and clarified that it use to take him an hour to charge his ins and now it takes over an hour and a half to three hours to charge his ins. Patient confirmed that he haven't had any recent trauma or falls and no recent changes to programming nor any significant source of emi that he is aware of. But patient stated that his controller have been dropped and was relating charging issues of both his ins and controller taking longer to charge; that happened around (B)(6). Patient also reported that his controller "keeps shutting off my implant." Patient further clarified that his stimulation is turning off by itself. Patient noticed stimulation have been turned off because he would be hurting and stated that when stim is off it feels like he's been hit in the genital area. Patient said when he feels this way, he checks the status of his therapy with his controller and his controller shows stim is turned off. Patient thinks controller is causing his stim to turn off by itself. Pss reviewed therapy/external equipment theory and usage, redirected patient to follow up with his healthcare provider to check ins. No further complications were report/anticipated.